Manufacturer narrative:
The subject devices have not been returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that it was damaged because the mounting method described in IFU was not implemented. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure, the subject device was broken when the user attached it straight on and pushed it in. This occurs five times in a row, the 5th of five. The user completed the procedure by exchanging with another lot of maj-210. There was no report of patient injury associated with the event.